Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Every time she turns the chair, it makes her left side body hurt. It goes from her ankles up. Starts at ankles to her chest. Left side only where the controls are located. She had test done on her body and nothing is wrong. Alleged injury. The dealership told (B)(6), it may be a frequency problem and her body may be sensitive to it. The doctor wrote something up saying the chair is making her sick and she needs a new chair. She used the word prescription. The dealership is (B)(4). Talked to tech service and they have never heard of that happening to anyone. The charging mechanism hurts her also per (B)(6). The footrest broke and (B)(4) replaced it. She is not using any other chair right now because she doesn't have another chair. Update from 11/13/2015 added by (B)(4): dr. Wrote prescription for a new chair, nothing different just a new chair but insurance said she does not qualify because its only been 3 years and her needs haven't changed and nothing is wrong with the chair. I spoke to end user and she said this has been going on since she got the chair. She had an m51 previously and did not have any issues but her entire life she has been sensitive to being around electrical items. When she was a kid, she could go by a tv and it would go fuzzy like she was giving off an electric current. Doctor has run neurological testing, nerve testing, bone scans ,etc. And has not found anything. She does not have any implants or artificial limbs. Dealer has checked chair multiple times and it does not happen with anyone in it but her. If the chair is off she is fine in the chair. If it is plugged in and being charged or turned on she hurts really bad like achy and like her bones hurt is how she described it.